Event description:
There is an upcoming revision surgery due to the loosening of the tibial component. The surgeon is hoping to revise to in bone to remove both components.

Manufacturer narrative:
Please note the corrections regarding h6 (results and conclusion codes): this device is concomitant and did not contribute to the reported event. Therefore, this complaint is closed without further investigation. If any additional information is provided indicating otherwise the record will be reopened and the investigation will be reworked.

Event description:
There is an upcoming revision surgery due to the loosening of the tibial component. The surgeon is hoping to revise to inbone to remove both components.

Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided on a supplemental report. H3 other text : the device remains implanted in the patient.